Manufacturer narrative:
Zimmer biomet complaint: (B)(4). One gemlock retaining hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip was confirmed to be fractured, and the shaft is twisted. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 prepare the implant for healing: step 7: locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. A singular cause cannot be determined. The following sections have been updated: device expiration is n/a. Device information: (B)(4).

Manufacturer narrative:
Patient age at the time of the event unknown/ nor provided. Patient weight unknown/ not provided.

Event description:
It was reported that hex driver (hxgr1.25) fractured. It was also reported that the periodontics removed the fractured part from the implant.